Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-4316, lot #: 17549332, description: next generation anchor kit-sterile. Model #: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient's ipg in the pocket was uncomfortable. The physician recommended relocating the device but the patient wanted the device out, so the patient underwent an explant procedure. No malfunction was suspected.